Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy ii drug eluting stent was selected to treat the lesion. During preparation, when the physician was loading the device onto a guide wire, it was noticed that the stent was mangled. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with struts on the proximal side from row 4 to 16 bunched, overlapping and distorted exposing the balloon wall on the proximal side. The crimped stent od (outer diameter) at the undamaged portion was measured within specification. The product stent protector was not returned for analysis with the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy ii drug eluting stent was selected to treat the lesion. During preparation, when the physician was loading the device onto a guide wire, it was noticed that the stent was mangled. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.